Event description:
8/18/94-pt sustained industrial injury. On 2/24/95 pt had cervical vertebral decompression with plate insertion. 9/27/95 plain x-ray shows fracture of the plate through lower intermediate screw hole. On 12/18/96 there was elective removal of hardware.